Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure when device tried to cross the lesion, the balloon was bursted out. There were no patient complications reported and the patient condition was fine.